Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced second degree atrioventricular block. The leadless implantable pulse generator (ipg) exhibited atrial mechanical undersensing and infrequent pauses. The leadless ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.